Manufacturer narrative:
Results: one unused customer sample was received. Foreign matter was observed on the cannula. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5110144. Conclusion: metal burr on the chute bin joint portion have dragged on parts and create the lose foreign matter from the IV shield. Preventative action was completed on 01/31/2016.

Event description:
It was reported that a black foreign matter was seen on the needle surface of a bd flashback blood collection needles 22g x 1" black. No injury or medical intervention reported.